Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a patient underwent a revision surgery of the right hip due to a post-revision surgery infection. The wound was found to be infected, so the implant was once again removed and an antibiotic spacer was place in the patient.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. No device or photos were received; therefore the condition of the device is unknown. Part and lot numbers could not be provided, therefore complaint search history and device history reporting could not be performed. The reported devices are used for treatment. It could not be confirmed if the device was used in an approved and compatible combination. Operative notes for the initial and revision surgery could not be obtained. Relevant medical history and adherence to rehabilitation protocol are unknown. A definitive root cause for the reported pain cannot be determined with the information provided. This report is number 1 of 2 mdrs filed for the same patient (reference 0001822565-2016-03280-2 ).

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2016-03280; 0001822565-2017-08422. Concomitant medical products: elevated rim liner catalog#: 00885201236 lot#: ni; shell with cluster holes catalog#: 00875705601 lot#: ni; revision femoral stem catalog#: 00784301308 lot#: 62509389; unknown cocr cables with ti crimp catalog#: ni lot#: ni; unknown bone screws catalog#: ni lot#: ni. Reported event was confirmed through review of medical records. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. The sterilization process for the devices are in accordance with FDA regulations and iso standards. Therefore, it is highly unlikely that the specified device caused or contributed to any patient infection. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a revision surgery due to infection. Shell, head and liner were removed and antibiotic spacers were implanted in the patient.